Manufacturer narrative:
Follow-up #1; date of submission: 10/27/2016. The device has been returned and evaluated by product analysis on 09/27/2016 with the following findings. Reboots were observed in the black box download. The battery compartment is cracked alongside of pump. No damage was found to the battery cap. Battery cap attaches securely to pump. Pump exercised 24 hours with no power issues occurring. Battery cap contact height and width were found within specifications. Corrosion observed in battery compartment. Pump leaks at battery compartment. Pump opened and moisture damage found inside case. The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.